Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert for atrial lead impedance less than 200 ohms. In clinic, the lead was assessed and impedance measured in range.